Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Previous investigations found the root cause is attributed to a supplier assembly process. Eco-343292 was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in september of 2007; before the design changes. Provided information states this product was part of the loaner department and is over 7 years old. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
A piece of the ratchet retaining ring has snapped off. The damaged instrument did not impact any of the operations at the hospital. This case has been reported during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on (B)(6) 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in september of 2007; before the design changes. Provided information states this product was part of the loaner department and is over 7 years old. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.